Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The aortic neck was 28 mm in diameter and its length is unknown. It was reported that during a routine follow-up there was a distal type I endoleak seen on the contralateral side (right) and there was loss of seal right at the end of the stent graft due to dilatation of the left iliac artery. Currently the left iliac artery measures 18 mm in diameter and the aneurysm has expanded to 8.6 cm in diameter. It was also reported that the bifurcated stent graft has migrated distally 1 cm; however, there is still a seal and there is no proximal type I endoleak. The aortic neck diameter currently measures 31 mm in diameter and it is 1.5 - 2 cm in length. The physician decided to implant a 36 endurant aortic cuff the stent graft migration was resolved and an endurant iliac extension and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck and iliac limb dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck and iliac limb dilatation).